Event description:
It is reported that the threaded portion of the handle locked in the outer part. A slap hammer with threads was needed to extract the trial. The surgery was prolonged about 15 minutes.

Manufacturer narrative:
Results will be confirmed as soon as the investigation is conducted. Should additional info become available and an investigation result be available, an amended medical device report will be filed. (B)(4).